Event description:
Allegedly, tip broke off in patient. Piece was retrieved - no delay in surgery.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested from the surgeon. This report will be amended when the investigation is complete.